Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/07/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. During investigation, evidence of contamination was found under all key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "ok" and "down" buttons have delayed response and require multiple pushes to respond. There is reportedly no damage to the keypad. This report is being made based on the alleged keypad malfunction.